Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose speaker. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had low, "practically inaudible" audio from the soft keys. In addition, the alarm alert was low and distorted. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.